Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing test passed. The functional test passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver does not give audio alerts unless it is charging. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.